Manufacturer narrative:
Additional information was received nine months after the observations were reported that this device was recently explanted for normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation it was noticed that the dates in the device weren't matching the dates shown on the programmer. The patient was being seen for two syncopal events for unknown duration and reason. The physician was concerned that since the dates were not correct, the longevity remaining might also not be correct. The patient was seen and there have been no more syncopal events. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.